Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. It was also reported that when the pump was plugged into a power source, it would not recognize the power source and the pump battery gauge decreased from 55% to 35% battery life. There was no impact to the customer's blood glucose (bg) level. It was indicated that the customer will use the current pump and/or obtain back up therapy from their health care provider for diabetes management.